Event description:
Surgeon reported during a procedure, a resident was inserting screws into the mandible. The first three screws were inserted with no problem, the fourth screw the resident encountered difficulty upon insertion and the screw had broke off. The remaining screw shaft was burred down and the shaft remains in the pts bone.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device was not explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.